Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6). It was reported that the physician found an unidentified metal piece during an operative procedure. After the screw insertion (using matrix pedicle polyaxial screws) to l4-s, the doctor found the metal piece. No adverse effect to the patient was noted.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device used for treatment and not diagnosis. The dimensions could not be measured as only the small metal piece was returned. Unfortunately we are not able to comprehend this reported problem. We can only assume that this small metal shard got sheared off during the screw insertion. It is possible the screw was not sufficiently positioned. On an angle, and a part of the thread came off.